Event description:
A report was received that the patient's ipg migrated further down the buttocks area, and it was getting too far for the patient to charge it. The patient underwent a revision procedure wherein the battery was repositioned. The patient was doing well postoperatively.